Event description:
During the evaluation of a returned spectrum infusion pump, 4 occurrences of "door jammed" alarm was identified in the event history log. There was no patient injury or medical intervention required since the items was found during evaluation of the device. No additional information is available.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "door jammed" alarms were confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The lower auxiliary flex assembly and spectrum upper aux sub-assy were replaced.